Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that he was getting the led constantly on. I explain to the customer that, is a watch dog error. The customer stated that he would just send the 8015 in for repair due to that the unit is still under warranty. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that, is a watch dog error. The customer stated that he would just send the 8015 in for repair due to that the unit is still under warranty.